Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed that four battery pins were loose, which caused the reported issue. After tightening the battery pins and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly power cycled while taking blood pressure measurements. There were no reports of patient use associated with the reported event.